Manufacturer narrative:
(B)(4). Batch # n53k0w. Additional information was requested and the following was obtained: for clarification, when the staple got blocked while firing. Does this mean that the device started to staple and cut, but then jammed? We don¿t have any details. Or, does this mean that the device locked out and would not fire? We don¿t have any details. It was reported that the knife went out of the device and the anvil was severe damaged, it broke. Please provide details as to what this means. This is not clear. That was the information given to us. Did the knife separate and fall off of the device? We don¿t have any details. Please describe the damage to the anvil. Sample sent to revision. Did any pieces fall into the patient? No. If yes, were they retrieved? Sample sent to revision. Will all pieces be returned with the device? Everything, except the recharge. If no, were they discarded? Sample sent to revision. The analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, the linear cutter got blocked while firing. The knife went out of the device and the anvil was severely damaged, it broke. Unknown how case was completed. There were no adverse consequences for the patient.